Event description:
It was reported that during a lap sigmoid colectomy procedure, the blue elastic part of the device tore. No pieces fell into the patient; they used a second seal cap to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.